Event description:
It was reported that during an initial hip surgery, two liners did not seat in the cup. A delay of greater than 30 minutes was reported as result of the malfunction. A third liner was used to successfully complete the procedure. No additional patient consequences were noted. Additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed based on the device returned. The reported device was returned and evaluated. Upon visual inspection there is damage to the locking feature and scallops. No dimensional analysis could be performed due to the damage from attempted implantation. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00141. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip surgery, the liner did not fit in the cup. No known adverse event was reported. No further information has been provided.